Manufacturer narrative:
Correction: the initial MDR is being corrected to 09/13/2019. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a kaguya set leaked; further described as ¿solution remained and flowed out from an unknown line after the therapy completed¿. This was identified after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.